Event description:
It was reported that the patient received a inappropriate shock and t-wave oversensing was noted. The device was reprogrammed and the lead and device remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.